Event description:
It was reported the patient presented for implant procedure. During surgery, a reset occurred on the ventricular leadless pacemaker (lp). The lp was removed and a different lp was implanted. The patient was in stable condition.